Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got shocked once going through her public library's doors. She stated it felt like she was being shocked from the inside out. She described it as grabbing an electrical fence. The patient mentioned her library lets her go through the employee entrance now because of her ins. No further complications were anticipated/reported.